Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: minimal information was provided by the customer as the event didn¿t occur at the time of the procedure. The surgeon didn¿t necessarily blame the gun was at fault as he had used the product for a number of years. He advised that this was a possibility due to patient factors that the anastomosis could have broken back. What were the indications for surgery? Cancer removal. Who fired the device and what is his/her experience? Registrar or consultant- wasn¿t able to advise who did the case. Where in the green range was the indicator located prior to firing? Yes. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes. Were the donuts inspected? If so, please describe. Yes- complete. Was the washer inspected? If so, please describe. Yes- complete. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. What steps were taken to remove the device? ¾ turn to remove the device. Were there any staple formation issues intra-operatively? If so, please describe. No. Were there any staple formation issues post-operatively? If so, please describe. Anastomosis broke down. Post-operatively, how was the leak identified? Unsure. How was the leak treated? Re-anastomosis ¿ either stapler used or hand sewn. What is the current patient status? Recovering. Sales rep retrained the department. Advised for the consultant to fire the gun to reduce the chances of variance. Sales rep has been in for a few cases since the issue was raised, cases have gone perfectly fine and patients are doing well. Ees post market surveillance team offered a rapid response team call. If additional information is received, a supplemental will be sent.

Event description:
It was reported that after a cr anastomosis procedure, the patient came back after surgery due to a leak one to two days post operation. The device will not be returned for analysis.